Manufacturer narrative:
The customer declined an offer of service from physio-control. Physio provided parts info for therapy pcb assembly replacement kit to customer for repair.

Event description:
During testing, the reporter stated he found that device gave "connect electrodes" message when connected to defib analyzer.